Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was an alarm of high pressure in the purge system. Glucose concentration was decreased, and purge cassette was changed but failed to resolve the alarm. Device was explanted and replaced with a new impella cp pump. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported high purge pressure issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.